Event description:
The customer reported the battery for the heartstart xl was "broken". There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.